Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing, the device passed testing. An e321 (battery charger timeout) error code was noted in the device history but was not duplicated during testing. Although the device passed testing, the device has been identified a part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
During testing at the user facility, an e321 (battery charger timeout) error code was noted. This error code occurs when the battery can not be fully recharged within 8 hours. The device was returned to the biomedical department for a report of making high pitched squealing noise, screen says malfunction. Specific patient information, device programming, or event details were not available. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided.